Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt went to the emergency room due to stimulation not providing pain relief. Follow-up revealed stimulation changed after the pt experienced a series of falls. X-rays revealed one of the pt's leads was coiled inside the ipg pocket. In turn, the pt has been experiencing stimulation at the ipg site.